Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084573) that a patient of unknown age who underwent revision breast prostheses implantation with mentor saline implants in 2014 developed autoimmune disorder (hashimotos thyroiditis) and experienced tinnitus in left ear, clenching teeth on the left side, back pain and sciatic pain on left side, frozen shoulder joint pain, arthritis, short term memory loss, really bad fatigue, ibs, problems with digestion osteopenia (diagnosed via bone scan), degenerative disc disease (diagnosed via x rays) dizziness and vertigo. The patient underwent en bloc total capsulectomy and device removal in (B)(6) 2018. Upon explantation, the left implant valve was discolored and had malfunctioned post explantation and there was small things floating in the device. The patient has been taking nature-thyroid beginning (B)(6) 2018. The patient reports that about 50-60% of her symptoms are improved post explantation. The root cause of the patient's symptoms are unclear. This report relates to the right prosthesis. See 1645337-2019-10486 for contralateral prosthesis report.